Event description:
It was reported that patient's implantable neurostimulator (ins) was removed 6-7 months ago. Two weeks after the device was removed, the patient developed an infection and "it opened up." Within the past month or so she had been in pain. It was stated that patient's healthcare professional (hcp) thought there was an anchor in the left side of her neck. It was stated that the patient was walking with a cane. She could not move her neck and was wearing a brace. It was stated that "the doctor cut the hell out of her shoulders and neck." It was also mentioned that she did not know she was getting a rechargeable device put in. More than two weeks later it was reported that the anchor or "bb" was left over from the procedure that had occurred in (B)(6) 2012, when her cervical ins system was removed. It was stated that CT scan showed the presence of the bb. It was stated that the patient also had a metal plate in her neck. It was noted that some of patient's comments seemed irrational and the patient was medicated. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3986a, lot# n140442, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n138329, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v386351, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v375109, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-09, lot# lc3722, implanted: (B)(6) 2005, product type accessory; product ID 3487a-45, lot# v029694, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Follow-up information reported that healthcare professional (hcp) was unaware of any infection and was going to follow up with the patient to confirm. Further follow-up information received from the hcp reported that the patient had significant tenderness over the left paramedian region which was consistent with a retained radiolucent anchor component. The patient had a surgical procedure on (B)(6) 2013 at time the plastic anchor component was retrieved. It was noted that there was an adjacent "firm area" that was also excised which had no evidence of a foreign body in it. During the same procedure, under ap c-arm fluoroscopy, a right paramedian radiopaque lesion was observed. Dissection down the lesion exposed what appeared to be a contact from the lead. This contact was removed and fluoroscopy examination assured that there was no residual material. The patient was awakened, extubated, and transferred to recovery in stable condition.